Event description:
It was reported by the aci sales professional that a female patient, approximately (B)(6) underwent a 4-hour peripheral intervention procedure on (B)(6) 2010. Access was obtained in the right common femoral artery (cfa) via a 7f procedural sheath with 9,000 units of heparin and a bolus of integrilin administered peri-procedure. Following the procedure, the physician, trained to the use of the mynx, chose the device to close the puncture site. A pre-procedural femoral angiogram showed no visible calcification. The device was reportedly prepped and deployed per the mynx instructions for use (IFU). It was reported that the patient's blood pressure was in good condition, approximately 120/90. It was reported that one hour post procedure, the patient vagaled in the recovery room. The presence of hematoma, pseudoaneurysm (psa), bleeding, or any other identifiable complication that could have contributed to the patient having vagaled was ruled out. The nurse was reported to have held pressure at the groin site for 10 minutes as a precaution. The groin was reported to be soft and in good condition. Ninety minutes post patient episode, the patient's blood pressure bottomed out. The physician performed a CT scan which documented blood pooling behind the bladder, however the physician was able to confirm there was no presence of active hematoma, psa, retroperitoneal hematoma (rph), or bleeding at the puncture site. The patient received a blood transfusion (number of units unknown) and multiple bags of saline before being stabilized. Additionally, manual compression and a femstop were used as a safety precaution. No further treatment or therapy was required. The patient was ambulated and discharged to home (exact date unknown) without further clinical sequela. Reportedly, the patient is doing well. The physician assessed that the vagal episode was likely an after-effect from the 4-hour peripheral intervention. It was also reported that during the intervention procedure the physician had difficulty gaining access and that there were multiple stick attempts before finally gaining access. It was also mentioned that there may have been a posterior stick, thus contributing to the complication.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the patient and procedure information provided, the cause of the bleeding could not be conclusively determined. It was reported that during the intervention procedure the physician had difficulty gaining access and that there were multiple stick attempts before finally gaining access. It was also mentioned that there may have been a posterior stick, thus contributing to the complication. Note: the mynx IFU warns not to use the mynx vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. Additionally, the patient was administered a bolus of integrilin. Per the mynx instructions for use (IFU) the safety and effectiveness of the mynx have not been established in patients who are currently receiving glycoprotein iib/iiia platelet inhibitors. Also, it was reported that the patient had a vagal episode. The physician assessed the episode to be an after-effect from the 4-hour peripheral intervention. There is no indication that the device did not meet specification or performed as intended. The review of the lhr (lot # f1026408) indicated that the mynx device met all established performance criteria prior to shipment.